Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by manually moving the l-arm. A philips field service engineer (fse) inspected the system onsite and confirmed that the stand did not perform beam rotation movement intermittently. Review of the system log file did not show any malfunctions related to the reported issue. During troubleshooting, the fse found that the motor driver rotated but stand beam did not rotate. The fse replaced the motor drive and performed calibration. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the l-arm rotation problem was not such that the procedure was unable to be continued, and the procedure was able to be completed by manually moving l arm, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that rotation movement of the c-arm was not functioning. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.